Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. Review of the provided image was performed by failure analysis engineer (fae): the images showed 2 monopolar curved scissors (mcs) instruments with the distal end components detached from the tube extension and only connected via the conductor wire. The only way this can occur is for all 6 cables (2 pitch, 4 grip) at the distal end to break. There doesn¿t appear to be visible evidence of cables sticking out at the wrist. These instruments were likely exposed to chemicals during reprocessing that corroded the cables.

Event description:
It was reported that during central processing, the monopolar curved scissors instrument tip became disconnected during the cleaning process. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 13-mar-2026: the tip was hanging loose on the instrument. There was no visibly broken cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is not attached to the main tube. Due to the dislodged clevis, these additional failures occurred: the instrument was found to have a missing grip and pitch cable. The cables were not returned with the instrument. Also was found to have a broken conductor wire within the proximal clevis. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The instrument was unable to be tested due to the physical damage condition in which form was returned from customer. The complaint was confirmed by failure analysis. The probable root cause of the dislodged proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage.

Event description:
Refer to h11 for follow-up information.